Event description:
Pt came to outpt services for CT of abdomen/pelvis. A 20g IV catheter was started in right wrist by radiology staff. Infusion of optiray 350 IV contrast by power injector machine. Approx 30cc of contrast infiltrated. Contrast injection was discontinued and a warm compress was applied. Radiologist saw pt following infiltration. A "3x2" red and swollen area noted on wrist. Pt complained of tenderness.